Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device displayed an error message that signaled the device could unintentionally activate. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device displayed an error message that signaled the device could unintentionally activate. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.